Event description:
It was reported that the zimmer skin graft mesher was not cutting in the middle of the skin graft. There was no report of injury or adverse patient consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for repair. On receiving the skin graft mesher, it was noted that there was a missing side plate bushing, a damaged roller end, comb, shoulder bolts, and gear. A review of service records indicates that the device was purchased in 1996 and only has been in for repair and preventative maintenance once in february 2005. The zimmer skin graft mesher instruction manual states that "the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance." The issue is likely due to damage and inadequate maintenance of the device.